Event description:
A customer contacted beckman coulter inc. (Bci) in regards to imprecision, high and low flyer for ammonia (amm) on qc and patient samples generated by unicel dxc 600 pro synchron chemistry analyzer. Patient run results were not available. It is unknown if the results were reported out of the laboratory. It is unknown if patient treatment was impacted by this event.

Manufacturer narrative:
The bci field service engineer (fse) replaced multiple parts, cleaned/washed the unit, and aligned the unit. Completed alignment for the reagent probes. Fse found crack in the waste sump canister lid and completed canister lid mod. As of (B)(6) 2010, the amm chemistry was operating within specification.